Manufacturer narrative:
The device was received with critical pump error (open book image) alarm and pump error 53 alarms during testing however, the formatted history file confirmed pump error 53 alarm, line number 2205 file number 26 problem isolated to the motor/force sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had critical pump error. The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.